Manufacturer narrative:
Evaluation completed. Two opened and three sealed se5625b pouches from lot x3487 were returned. The tip protector was not returned for one of the opened samples. The needle on this cutter was bent and had debris visible in the port window. The other opened sample does have the tip protector in place, as it should. The port windows were in the opened positions. There was dried solution visible in the tubing. The back caps were aligned correctly with the vent holes in the sides of the cutter bodies. The connectors were inspected, and no damage was found. A functional test was performed using a stellaris elite system. The cutter with the bent needle did not cut. The inner needle was binding up and not reaching the cutting edge. It should be noted that a bent needle could contribute to poor cutting performance. Due to evidence of use, the cause of the bent needle cannot be determined. The other opened sample had good clean cuts and aspirated as it should. The sealed samples were opened by the complaint evaluation center technician for inspection and testing. All three cutters had good clean cuts, aspiration and performed as intended. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Manufacturer narrative:
The device has been returned, but not evaluated yet. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is ongoing.

Manufacturer narrative:
The device was requested but has not been received. The manufacturing and sterilization records for this lot were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility reported that during procedure the biblade cutter was not cutting vitreous, and the aspiration continued. When they tried another cutter from the same lot, the same problem occurred. The nonfunctioning cutter was removed from their shelves. Another lot of cutters worked great. There was no patient injury or medical intervention. There was a delay in surgery of about 1 minute. Sample is available for return. This report is for the first biblade cutter.